Event description:
Surgery for a hysterectomy and repair of a prolapsed rectoseal. The product in question, gynecare mesh was inserted between the vaginal wall and rectum and the mesh was sewn in place. After several months and still not recovering pt went to a different dr who was a urogynecologist. The mesh had turned to cement making that area of the body non-flexible. Intercourse was out of the question. Pain was too severe. Even bowel movements were difficult. A piece of the mesh had protruded into the rectum thus making the 2nd surgery necessary to remove as much of the mesh as they could.